Event description:
It was reported that the patient experienced ventricular/supraventricular arrhythmia which needed direct-current (dc) cardioversion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient experienced ventricular fibrillation and diminished flow. The patient had arrhythmia, atrial fibrillation with atrioventricular block, prior to implant. The arrhythmia resolved. The patient experienced malaise.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. The IFU also addresses all pump parameters, including pump flow. The IFU describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. No further information was provided. The manufacturer is closing the file on this event.